Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. While analysis was unable to find evidence of any anomalies, the associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue.

Event description:
It was reported that during the procedure, prior to attempting to implant the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated after the software was updated. Subsequently, a new s-ICD was successfully implanted. The device was returned for analysis testing.